Event description:
It was reported that an incident occurred post-op. The technician disengaged the device from the fischer table with the probe uncovered. The technician accidently ran into the uncovered device. The technician received several sutures for a cut induced by the probe into the thigh area. The blood pathogens were tested from the pt and the technician was reported negative.